Manufacturer narrative:
(B)(4). No sample and/or lot number were available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. Multiple unsuccessful attempts were made to obtain additional information. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: customer reports that the vent was coming off of the spike port and chemotherapy leaked out. No patient involvement.